Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the device entered the patient during a laparoscopic bilateral hernia repair, the trocar balloon unraveled. It was stated that the balloon disengaged from the trocar or sleeve. A new device was opened to complete the case. There was no patient injury.